Manufacturer narrative:
Device was not implanted because the patient needed a higher energy device. The analysis on this device is pending.

Event description:
Iti was reported that during the implantation procedure there were high dft's; the patient needed a higher output device. Therefore, this device was not implanted.